Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
The tibial insert was pitted and delaminated both medially and laterally. It was also discolored.

Manufacturer narrative:
Corrected data: upon further review, this report has been identified as a duplicate of MFR# 0002249697-2023-01040. All further reporting will be provided under the original MDR# 0002249697-2020-01815.

Event description:
The tibial insert was pitted and delaminated both medially and laterally. It was also discolored.